Event description:
It was reported the instrument has a broken jaw. No adverse event.

Manufacturer narrative:
The complaint is confirmed. Device was received: ar-12990 batch 10259582, unpackaged. Observation revealed that the upper jaw of the device was missing, and the piece was not returned with the device. The most likely cause(s) for the reported failure is mechanical damage, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.